Event description:
It was reported to philips that the device would fail to analyze an ECG reading. It was noted by the customer that the device would freeze up when attempting to analyze the 12 lead signal and would subsequently prevent the device from printing or transmitting the ECG reading. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.